Event description:
It was reported that the patient did not have good coverage despite multiple extensive reprogramming. Lead migration was confirmed under fluoroscopy. The patient underwent an explant procedure and the explanted devices were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7090024.